Event description:
Damage to the anterior rectal wall occurred with extravasation of barium and air into the pararectal soft tissues. Event was reported by a doctor who provides expert radiological opinions for litigation cases. During the last year, three cases of rectal perforation (this being one) have come to doctor's attention. It is his opinion that the incidents occurred because of a design fault. Doctor indicated that his intention in reporting the matter was to suggest a design improvement to make the catheter tip less traumatic, and thus minimize the likelihood of this risk. Patient related to this particular event required emergency surgery 24 hours post procedure, and has continuing problems.